Event description:
Displayed a fatal error message. After they clicked on the "ok?" Prompt, the display went gray. No pt injury was reported.

Manufacturer narrative:
The co svc rep power cycled the monitor, and observed a "fault in array 1" message. He reconfigured the arrays that control pt data storage on the hard drives. The system was tested to factory specifications. It functioned normally and was returned to the customer.